Event description:
Caller reported an issue with incorrect time settings on the pump. The discrepancy between displayed and actual time was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised monitoring the situation, with a follow-up suggested if the discrepancy reoccurs. Caller understood and acknowledged the guidance provided.